Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the implant procedure. The 1 month post-operative CT showed the presence of an occlusion of the right iliac limb in the presence of anatomical narrowing with retrograde flow from the right hypogastric artery. A re-intervention was performed to balloon the bilateral iliac limb stent grafts successfully resolving the occlusion. As of the date of this report, there have been no additional patient sequelae reported.